Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "no video display" was not replicated or confirmed. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The customer's report of "internal comm failure- 1173" and "internal comm failure- 1173" wereobserved during review of device data logs. However, the device was put through extensive testing including stress testing and troubleshoot testing without duplicating the reports. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The battery was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on with out display and when it did power up, it displayed an "internal comm failure - 1474" and "internal comm failure - 1173" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.